Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - this medwatch report is being voided as it does meet the criteria of a us FDA reportable event under 21 cfr part 803.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the device from the lot aw4036 breaks at the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "¿the device...breaks at the needle..." - please confirm, what component breaks: the needle or the suture thread? - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - how many devices demonstrated the alleged deficiency? - were there patient consequences? If yes, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The following information was received: the needle pullled off, recurring problem on several threads of the same lot ref (B)(4). Lot aw4035 (B)(4). Threads break where the needle is. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.